Event description:
During an invasive procedure this implantable pulse generator (ipg) would not revert to the unipolar mode and went to no output (post cautery). The ipg was explanted. Implant date is 1/4/94, approx explant date is 7/19/96, total implant time was 30.5 months.